Event description:
It was reported the device failed to charge and shock a patient during a cardiac arrest event. The patient was reported to be in agonal breathing when the first responders (fire fighters) arrived at the scene. The patient progressed into a bradycardia ECG rhythm when the second responders (paramedics) arrived at the scene. While in route to the hospital, the patient went into a cardiac arrest in the back of ambulance. The patient was in ventricular fibrillation when the paramedic attempted to charge the device for defibrillation therapy. Several attempts to charge the energy and trouble the problem were unsuccessful. The paramedics were unable to resuscitate the patient with CPR and medications. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported device failure to charge and deliver defibrillation therapy. The cause for the reported malfunction was determined to be external damage to the sync button on the main keypad assembly. The sync button switch dome was flattened and stuck in the on position to disable other critical buttons (energy select, charge, analyze and shock) necessary for defibrillation therapy delivery. Physio-control replaced the main control keypad assembly and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.